Manufacturer narrative:
Section d1: brand name corrected section d4: catalog number and UDI number corrected manufacturer¿s investigation conclusion: the reported event of a loss of connection to the heartmate touch app was confirmed via the submitted heartmate touch framework file. The reported event of the pump starting unexpectedly was confirmed via the submitted controller log files. The submitted heartmate touch framework file contained data from the reported event date of 26feb2024. The heartmate touch app was connected to the wireless adapter at 8:37:33. The system controller associated with this event, serial number (B)(6) was then connected to the heartmate touch app at 8:37:38. The next event in the framework file captured (B)(6) being connected to the heartmate touch app again at 8:39:45 on (B)(6) 2024. The framework file does not capture disconnections between the system controller and heartmate touch app; however, the sequence of two consecutive connections to (B)(6) confirms that a loss of connection occurred between these two connection events. The bluetooth connection to the wireless adapter remained intact during the loss of controller connection. The heartmate touch app was then disconnected from the wireless adapter at 8:47:59. The heartmate touch app was reconnected to the wireless adapter at 10:04:06, and (B)(6) was reconnected at 10:04:20. The remainder of the framework file on (B)(6) 2024 captured multiple routine disconnections and reconnections of the wireless adapter and system controller to the heartmate touch app consistent with the implant procedure. No other notable events were captured in the framework file. The submitted controller event log files captured the controller first being connected to the power module; it should be noted that the clock was at the default timestamp of 0:00:00 on (B)(6) 2000 as the clock had not been set yet. The log file captured pump priming being initiated at 0:00:43, and the pump subsequently operating at 3000 rpm without issue. The pump was then stopped due to the intentional pump stop command being received at 0:05:08; this is consistent with the provided information that the pump was manually stopped to end priming by pressing the ¿stop pump¿ button on the heartmate touch app. The white system controller power cable was then disconnected from the power module at 0:05:19. The next event captured in the log file was a controller reset event, and the clock was reset to 0:00:00; this is consistent with the provided information that the controller was disconnected from external power after priming was ended. The log file showed the controller reconnected to the power module at 0:00:00. A pump start was then initiated at 0:00:18, and the pump began operating at 3000 rpm. The pump was then stopped due to the intentional pump stop command being received at 0:00:39; this is consistent with the provided information that the pump was manually stopped by pressing the ¿stop pump¿ button on the heartmate touch app after the pump started unexpectedly at 0:00:18. The pump was then started again at 0:08:57 and the speed was ramped up to 5200 rpm without issue. The pump maintained a speed within the expected range for the remainder of the log file. No additional pump stops occurred in the log file. Analysis of the log files indicates that when the pump was manually stopped to end priming, the white system controller power cable was disconnected from the power module/heartmate touch app before the pump stop sequence on the heartmate touch had completed. The software version of the heartmate touch app in use was version 1.0.32, which was the most up-to-date version at the time of the reported event. On software version 1.0.32, disconnecting the controller from the heartmate touch app before the pump stop sequence on the heartmate touch app is completed would result in the pump automatically starting despite being at 3000 rpm when it is reconnected to the heartmate touch app. The heartmate 3 instructions for use (IFU) provides instructions for using the ¿stop pump¿ feature under ¿clinical view¿. The user is informed that a progress bar appears after the ¿stop pump¿ command is issued from the heartmate touch app. The IFU states that after the pump stop completes, the ¿stop pump¿ panel will close and the clinical view will be displayed. The ¿stop pump¿ feature is then changed to ¿start pump¿. The reported event was determined to be due to the system controller being disconnected from the heartmate touch app before the pump stop sequence had completed, resulting in the heartmate touch app automatically starting the pump when the controller was reconnected. A corrective and preventative action (CAPA) was implemented to address this issue, which resulted in a software update to the heartmate touch app to version 1.0.44. The heartmate touch associated with this event, serial number (B)(6) was updated to version 1.0.44 on (B)(6) 2024 device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close and the clinical view will be displayed. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app error message, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 5 ¿surgical procedures¿, subsection ¿preparing, running, and priming the pump¿ provides instructions for priming the pump. This section states that pump priming occurs for five minutes at 3000 rpm in saline to verify pump operation. The device is included in the heartmate touch unexpected start / stop advisory issued by abbott on (B)(6) 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the system controller was reconnected to the heartmate touch app and continued to run during priming at a speed of 3000 revolutions per minute (rpm), the pump was subsequently manually stopped by the user pressing the "stop pump" button on the heartmate touch app. Additionally, after the pump started unexpectedly, the pump was manually stopped again using the "stop pump" button, as they were not ready yet. The unexpected start did not have any adverse effect on the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's left ventricular assist device (lvad) did have intra-op issues with heartmate touch connectivity that led to unexpected startup. During pump prime, the hmt lost bluetooth connection, when connection restored, heartmate3 was not in priming mode but was running at 3000. Pump was running at 3000 for 5 additional minutes then the pump was stopped, pump stop initiated and red line was observed and pump off was completed with the full red line. Power cables were disconnected, and the modular cable was disconnected. Pump was implanted, system controller was moved to sterile field and was reconnected when the pump was ready to be turned on. Power cables and bluetooth device were reconnected. When the hmt connection was established, the pump automatically started at 3000. Related manufacturer reference number: 2916596-2024-01333